Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer also indicated that the act button does not work. Customer's blood glucose was 156mg/dl at the time of incident. The customer was assisted with troubleshooting but the display did not return. Troubleshooting also found that the customer was in the hospital for a few days but the customer did not provide any further information about their hospitalization. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump was received with no esc or act button response due to corroded keypad traces. No button error alarm noted. Cleaned keypad traces and continued testing. Pump received with the operating currents within specification and passed the self-test, unexpected error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.